Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the cook turbo-flo hd hemodialysis catheter was inserted in a patient for a number of days when a crack was noticed on the red hub causing a leak. The patient required a catheter replacement as a result of the product problem. Aside from the catheter replacement, there was no other impact to the patient reported.